Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Updating record based on completed investigation.

Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.